Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced intermittencies and performance decrement subsequent to sustaining a head trauma about a year ago. The implanted device remains.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 14, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on november 01, 2022.